Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly the customer was using admelog insulin. Tandem technical support informed customer that admelog insulin is off-label per the user guide. The customer resolved the issue by changing the cartridge and resumed insulin administration.